Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the pt presented himself to surgeon complaining of a clicking sound and catching of his left knee. Upon performing a scope for a loose body, it was discovered that the post of the articular surface had fractured. The knee was opened and the articular surface was replaced.